Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x zebd-7-7 device was returned to cirl for evaluation. A lab evaluation was held on 24th oct 2017. Upon evaluation of the returned device, the larger part of the stent measured approximately 17cm. The smaller part measured 1cm. This confirms the full length of the stent. Therefore, it is unlikely that there is still part of the stent in the scope or in the patient. Root cause: a definitive root cause for this complaint cannot be conclusively determined as the operational conditions cannot be replicated in a laboratory setting. However, a possible root cause may be due to the stent removal method. IFU review: it may be noted that according to the instructions for use, the user is instructed to visually inspect the device ¿if any abnormality is detected that would prohibit proper working condition, do not use¿. Fqc/ prd review: prior to distribution all biliary devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook ireland. Document review: a review of the manufacturing records for the biliary device of lot c1247208 did not reveal any discrepancy related to the complaint issue. Summary: this complaint is confirmed as the returned device was found to be broken. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Dr. (B)(6) was removing the stent using a rat-tooth forceps (olympus reusable device) the stent broke while being removed through the channel. They removed the stent left in the patient using a snares and pulling the scope out of the patient. They then ran the rat-tooth down again and another part of the stent fell out of the scope. We need to confirm if this is all the stent in the returned bag and that there is not a part still in the scope. Visually inspecting it is hard to tell as both sides off the small part removed seem to be rough.